Event description:
During percutaneous transhepatic obliteration for hepatoportal shunt, the physician made a puncture with the puncture needle aiming at the portal vein, and inserted the cope wire guide through the needle. Fluoroscopy verified that the wire guide was found positioned out of place. An attempt to remove the wire guide caused its tip to become unraveled and separated, resulting in the tip remaining in the patient. Another puncture was made with a create medic 18g needle to continue the procedure. After placing the catheter, he decided that the wire guide tip remaining in the patient is of no clinical significance, and finished the procedure. Information was provided that the physician did not forsee any health hazards due to the tip left in the patient and will not attempt to retrieve it. The physician assumes the tip was within the hepatic parenchyma.

Manufacturer narrative:
Evaluation: the complaint device was not returned, only the lot number was provided to assist in our investigation. Unfortunately, without the actual complaint device, we are unable to determine with certainty how this incident may have occurred. However, it is possible that inadvertent contact was made with the needle bevel during insertion or manipulation of the wire guide. We suggest that prior to use, reference be made to attached caution label (scor889), which states: "withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage." This device is inspected 100% for bend, kinks, adequate joint strength and other surface imperfections, prior to transport.